Event description:
Per the clinic, short circuits were noted on 5 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced poor performance with the device use and short circuits were noted on 5 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026 and reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.